Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 250 mg/dl, which was addressed with a correction bolus. Reportedly, the customer was entering a bolus but noted that the amount calculated was higher than expected. A review of the pump settings showed a correction ratio of 1 unit: 1.9 grams. Upon review of the customer's notes from healthcare provider, the correct carbohydrate ratio should be 1 unit: 9 grams. During troubleshooting with tandem technical support, customer was able to adjust the correction ratio successfully.